Event description:
A report was received that stated that a patient received insufficient local anesthesia when the listed medical device was used. It was necessary to place patient under general anesthesia during the procedure. No adverse effects to patient reported.

Manufacturer narrative:
The reported complaint is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.